Manufacturer narrative:
Zoll medical corporation has received the product .

Event description:
During functional testing the device did not have any pacer output. There was no pt involvement during the reported malfunction.